Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from november 1, 2022 to november 3, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked out of the blue connector. After tightening the connector, the leak did not stop. This was discovered prior to patient use. There was no patient involvement. No additional information is available.